Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error likely due to tensioning the shortening suture strands out of line with the bone socket. This may break the strands and impair the ability to fully seat the implant. Directions for use dfu-0147 tightrope® devices gives the following precautions: 1. Acl/pcl/btb/rt/abs tightrope only: excessive force on the shortening suture strands and/or tensioning the shortening suture strands not in-line with the bone socket may break the strands and impair the ability to fully seat the implant. No additional force on the shortening suture strands is required when the graft/wedge construct reaches the desired position in the femoral socket, and the graft stability is verified by pulling distally on the graft. 2. Load the acl/pcl tightrope button over the unspliced, thinner portion of the acl/pcl tightrope suture to assist assembly. Once assembled, slide the acl/pcl tightrope button down to the thicker, spliced portion of the acl/pcl tightrope suture to help prevent disassembly. 3. Surgeons are advised to review the product-specific surgical technique prior to performing any surgery. Arthrex provides detailed surgical techniques in print, video, and electronic formats. The arthrex website also provides detailed surgical technique information and demonstrations. Or contact your arthrex representative for an on-site demonstration.

Event description:
On 04/02/2025, it was reported by a sales representative via phone that an ar-1588rtt2-ib fibertag tightrope ii implant for the internalbrace technique broke where the tightrope interlocks in itself when tightening the strands while not pulling hard, and the strands broke before flipping the button. This occurred inside the patient, and all broken pieces were retrieved from the patient. The case was delayed a total of 45 minutes with about 35 minutes of added anesthesia due to prepping the graft again. No adverse effects were reported. This was discovered during a quadriceps acl reconstruction procedure on (B)(6) 2025, with no reported patient harm.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.